Event description:
On 9/1/2010, olsen medical received info from a distributor that an olsen medical device had caught fire in an operating room. The end-user, (B)(6) medical center, had reported to the distributor on 9/1/2010 that during a lap chole procedure, the cord from the generator to the device had caught fire during, and burned itself away from the plug. There was no pt injury so, there was no pt info obtained.

Manufacturer narrative:
This incident was reported to olsen medical on 9/1/2010. We requested the device be sent back to olsen medical and again on 9/23/2010, but we were told the hosp will not be sending the device back. The DHR was reviewed and there are no associated nonconformances associated with the DHR. Previous similar complaints are attributed to use error.